Event description:
It was reported that when you pres on the 2 and 3 keys on a pump keypad, the pump will intermittently shut off by itself. It was also reported there was no patient involvement. This error occured before first clinical use.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.